Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI number: note: production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that the patient seemed fine on the table after the mynx closure then developed pain near the access site shortly after. Manual compression was performed for a period of time then femstop was applied. The patient was transported to another facility for thrombin injection treatment of the pseudoaneurysm one day after the event. Vessel location: peripheral vessel size: 7 mm sheath size: 6f stick location: low. Additional information (28-dec-2015): it was reported that manual pressure was applied for longer than 30 minutes prior to the femostop being applied. The pseudoaneurysm was successfully resolved with thrombin injection. The patient did not experience any other adverse effects.